Event description:
It was reported to boston scientific corporation that an accutrac laser fiber was used during a ureteroscopy procedure in the ureter performed on (B)(6) 2014. According to the complainant, during the procedure, the accutrac laser fiber burned back and the tip was almost completely gone. The physician pulled the laser fiber out from the scope and noted that the body of the laser fiber broke 1cm down from the cladding. It was reported that there was no intervention needed to retrieve as there were no broken fragments left inside the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Exact patient age is unknown; however the patient was reported to be over 18 years old. (B)(4) for the reported event of fiber broke. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.